Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the hydrogels. There was no alleged device malfunction contributing to the irritation. Patient was using an antibiotic ointment and use of the device was discontinued due to irritation by a physician. Outcome of the irritation is unknown.